Event description:
A field service engineer injured their back while removing the dignostic ultrasound system from its shipping container prior to a new installation. The fe felt a pull in their back when the system was being rolled down the ramp which is used to lower the system from its elevated shipping pallet. The injury is considered serious because the fe was directed to take time off from work.